Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Any other electronic devices near the monitor may produce a magnetic field that will cause the screen to have interference. 2. Per engineering, endoscopy video interference is a known issue with rf ablation systems. The iec60601-2-2 standard does allow an rf ablation device to have emissions while activated, because it is an radio-frequency device by nature of the way it functions and not all video systems are affected. There are some competitor primary camera systems that are more susceptible to interference and only with certain camera heads. Most video interference issues were resolved in the design, but this issue does still occasionally occur with the quantum 2 controller if used with that certain competitor camera systems. However, when used with a smith and nephew camera, it works flawlessly. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair surgery the controller was causing interference with the vision system producing a loss of image. The procedure was completed with the same device by taking the controller out of the tower, which solve the interference issue. No significant delay and no patient injury was reported due to the device malfunction.